Manufacturer narrative:
On 10/17/2013, a careguard pad and pump that was not functional was determined to be reportable.

Event description:
It was reported that a pad was not alternating and the pump wasn't working.